Manufacturer narrative:
The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information. Actual event date not known. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances and we can only assume that high applied mechanical forces caused the breakage. Conclusion: the complaint is considered indeterminate from a manufacturing perspective and the complaint condition is due to an unknown cause. Placeholder.

Event description:
It was reported that the tip broke off. No further information was provided. (B)(4).